Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd autoshield¿ duo safety pen needle as the customer went to put the needle on to the pen and began to screw it on, the pieces fell apart.

Manufacturer narrative:
Investigation summary: one open 30g x 5mm autoshield duo pen needle sample was returned from lot. No. 8241613, cat. No. 329515. Visual examination was carried out on the returned sample and it was observed that the non patient end shield was incorrectly assembled. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. The root cause of this issue is the rotation of the non patient shield locking into the hub not being set correctly. CAPA 478527 was raised to address this issue.

Event description:
It was reported that during use of the bd autoshield¿ duo safety pen needle as the customer went to put the needle on to the pen and began to screw it on, the pieces fell apart.